Event description:
Patient having cardiac catheterization. The distal end of the filter wire retrieval sheath broke off inside patient while still on filer wire. Vascular specialist consulted immediately and he snared the retrieval sheath and filter wire and removed them from the patient without difficulty.